Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle scale markings are off. This occurred on 7 occasions during use. The following information was provided by the initial reporter: material no: 328466 batch no:7338749. It was reported that the scale markings are off slightly by a unit. Verbatim: issue(s): feels the scale markings are off slightly by a unit. Has about 7 syringes to return. Can see the stop area of the stopper does not align with 0 marker.

Manufacturer narrative:
Investigation: no samples (including photos) were returned as of 5 december 2019 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 7338749. All inspections and challenges were performed per the applicable operations qc specifications. There were seven (7) notifications [200729905, 200730058, 200730057, 200729904, 200730056, 200730252, 200730053] noted that did not pertain to the complaint. There was one (1) notification [200728255] noted for damaged tips. There was one (1) notification [200727833] noted for missing print.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle scale markings are off. This occurred on 7 occasions during use. The following information was provided by the initial reporter: material no: 328466 batch no: 7338749. It was reported that the scale markings are off slightly by a unit. Verbatim: issue(s): feels the scale markings are off slightly by a unit. Has about 7 syringes to return. Can see the stop area of the stopper does not align with 0 marker.